Event description:
It was reported that the 9600 system would not lock up after only one exposure. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Disk space was freed up by deleting log files, this allowed the system to rebuild itself. The system was tested and found to be working as intended, and put back into service.